Manufacturer narrative:
(B)(4). The hospital biomed rebooted the unit, resolving the reported complaint. The unit was returned to service. The hospital biomed rebooted the unit, resolving the reported complaint. The unit was returned to service.

Event description:
The hospital reported that, during a case, pressure support mode was not functional. There was no reported patient injury.